Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on but did not make any sound. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Manufacturer narrative:
Troubleshooting of the device with the customer identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The unit was returned for further evaluation. Upon receipt, the device underwent bench testing. The reported issue was confirmed and determined to be due to a speaker component failure. Despite the speaker issue, the device was able to successfully deliver a shock during testing.